Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol dulex mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic converted to open repair with implant of composix kugel mesh (device 1). Per op notes, ¿adhesions were lysed. There were multiple hernia defects that were noted and reduced. The small bowel diverticulum was noted and resected. The hernia defects with omentum were reduced. A composix kugel mesh (device 1) was placed and sutured.¿ (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia and abdominal mass thereby underwent open repair with excision of composix kugel mesh (device 1) and implant of synthetic mesh. Per op notes, ¿the scar was excised. Purulent material was noted and drained. Necrotic fat was excised. The mesh was noted and excised entirely. The defect was identified and repaired with synthetic mesh.¿ (B)(6) 2007 - patient was diagnosed with non-healing wound thereby underwent open repair with excision of scar, debridement of fascia and hernia repaired with sutures. (B)(6) 2009 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of dulex mesh (device 2). Per op notes, ¿large scar was noted and excised. Adhesions were lysed. Multiple hernia defects were noted and reduced. A dulex mesh (device 2) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with infected mesh and recurrent ventral hernia thereby underwent open repair with excision of dulex mesh (device 2) and implant of allomax (device 3). Per op notes, ¿the cutaneous scar and necrotic tissues were excised. Adhesions from prior mesh (device 2) were lysed. The mesh (device 2) was excised. The ventral hernia was noted and repaired with allomax mesh (device 3) using sutures.¿